Manufacturer narrative:
The complaint of feeding tube breakage is confirmed. The break site is located at the juncture of the feeding tube and retention dome. The features exhibited at the break site are consistent with the catheter tubing being stretched beyond its elastic limits. However, the exact mechanism of damage is undermined at this time. It is unknown how long the device had been in place prior to the complaint incident. Gross visual and microscopic examinations and tactual testing shows no evidence of a defect or deformity related to the mfg process. A chr is not possible, as no mfg lot number info has been provided by the complainant.

Event description:
The pt detached the retention dome. The retention dome dropped into the stomach. The doctor was trying to remove the dome portion endoscopically, but could not remove since the dome portion was not in the stomach, but in the duodenum. The detached dome was removed naturally with feces the next day.